Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation, but failed to cross the lesion due to calcification. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured at therated burst pressure level and the device was completely removed.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. Microscopic examination revealed that the hypotube had numerous kinks. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure. The device maintained pressure for 5 minutes with no leaks or irregularities.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. Microscopic examination revealed that the hypotube had numerous kinks. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure. The device maintained pressure for 5 minutes with no leaks or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation, but failed to cross the lesion due to calcification. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured at therated burst pressure level and the device was completely removed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation, but failed to cross the lesion due to calcification. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.